Event description:
The report stated, that a nurse plugged the bipolar leads of a laparoscopic maryland instrument into the monopolar outlet on a force fx generator with a rem pad attached to the pt. When the surgeon closed the jaws of the instrument, it completed the circuit and the bipolar instrument became an active monopolar instrument. This caused a bowel injury for the pt resulting in a bowel reanastomosis. The pt originally presented for a laparoscopic oophorectomy and/or laparotomy.

Manufacturer narrative:
Date of initial report: 03/25/2008. A review of the subject complaint concludes this was a user error. In order for a user to obtain the undesired results, they have to make four simultaneous mistakes. They have to plug a flying lead bipolar cord into the monopolar side of the generator. They have to apply a pt return electrode for a bipolar procedure. They have to intentionally increase the monopolar power settings above the 1 watt default present, when the generator is turned on. They have to ignore the monopolar activation tones and lights present, when the bipolar forceps are closed prior to introduction into the laparoscopic cannula. The size of the holes in the bipolar and monopolar receptacles have been the same for the last 25+ yrs and are used by all generator mfrs. However, the spacing between the holes in the bipolar receptacle is different than for the monopolar. In order to utilize this difference, valleylab primarily markets a bipolar cord with a molded end rather than flying leads. This ensures that the bipolar cord can be only connected to the bipolar receptacle. This spacing is also utilized by many other generator mfrs, but unfortunately not 100%. That is why flying lead cords are still available. Therefore: if the user had followed the instructions for use and heeded the warnings present, these mistakes would have not been made. Detailed support info: the rest of this memo is an expansion of the four user mistakes listed above with examples of our warnings, pertinent portions of the instructions for use, and add'l explanation. Item 1: user plugs a bipolar cord into a monopolar receptacle. The force fx-8c user guide clearly indicates the proper receptacle, where bipolar instruments should be connected. The bipolar receptacle is directly below the bipolar controls. The monopolar receptacles are directly below the monopolar controls. The bipolar receptacle is marked with a symbol clearly depicting a bipolar instrument and all this is indicated in the manual. Both of these pgs in the manual have prominently marked cautions regarding proper bipolar accessory connection. Additionally, current best practice is to use bipolar connection cords with molded plugs that have fixed pin spacing father than "flying lead" cords. The spacing of the openings within bipolar and monopolar is different. Use of this type of connection cord would have prevented this complaint. Item 2: user applies a pt return electrode for a bipolar only procedure. If the procedure includes only bipolar instruments then the user should not have applied the pt return electrode as per the warning in the manual. Monopolar energy would not have been delivered with the neutral electrode absent. Item 3: user intentionally sets the monopolar power above the 1 watt default. The force fx-8c powers up with the default power settings of 1 watt for all modes. The user must manually set the powers to the higher levels. Best practice is to not change the monopolar powers during a bipolar procedure. In laparoscopic procedures, where monopolar is used to open the umbilicus, best practice is to reduce the monopolar power settings back to zero, when the use of monopolar is finished. Item 4: user ignores the monopolar activation tones and lights present when the bipolar forceps are closed prior to introduction into the laparoscopic cannula. The maryland bipolar forceps described in the complaint must be fully closed prior to introduction into the cannula leading into the abdomen. When these forceps are fully closed, they present a short circuit between the two leads of the connecting cable. If the leads are incorrectly connected to a monopolar receptacle and there is a pt return electrode applied to the pt, this would cause the generator to activate in the monopolar mode resulting in an activation tone and lighted indicator. At this point, the active end of the forceps are not yet touching tissue and no injury would have occurred. In this complaint, the user must have ignored the initial activation and introduced the instrument anyway. Conclusion: full featured electrosurgical generators, like the force fx-8c, must accommodate the widest possible audience of users and procedures. Since the correct setup and use of this technology is completely within the control of the user, it is expected that users read and follow the instructions for use of medical devices to ensure the safety of pts and themselves.